Event description:
It is reported that the device was implanted in 2006, 6 and revised in 2009, due to loosening. The pt had engaged in an agricultural position.

Manufacturer narrative:
This report will be amended when our investigation is complete.